Event description:
It was reported that an ilet display screen was cracked while the user carried the device in a pocket after losing the belt clip, and the screen damage was consistent with a stress fracture from localized pressure; the device remained partially readable but required replacement. Symptoms included no reported adverse health effects. Outcomes included device replacement and continued therapy on the new device. Investigation included review of user report and photograph-based assessment, and evaluation of returned device.. Investigation of this case revealed physical damage to the screen consistent with external mechanical stress. It was concluded that the event was due to user handling that led to screen damage, and the device required replacement.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.